Event description:
Caller reported occlusion alarms, the customer's blood glucose level was reported as "high," but a specific value was not provided. Customer managed the high blood glucose and occlusion by changing the infusion set and cartridge, and resumed insulin